Event description:
It was reported that the bd smartsite¿ extension set leaked. The following information was provided by the initial reporter: issues with filter leaking.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary - no product or photo was returned by the customer. The customer complaint of issues with filter leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 20350e because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.